Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device.

Event description:
During an atrial fibrillation and atrial flutter ablation procedure, a cardiac tamponade occurred which required a pericardiocentesis to stabilize the patient. While performing ablation, a drop in blood pressure was observed and a fluoroscopy was done which revealed a tamponade. A pericardiocentesis was performed and the patient stabilized and the procedure was completed with no further complications. No failure or defect was detected in any abbott device; the incident was due to a maneuver performed by the physician during the passage of the catheter.